Event description:
The customer reported a malfunction on the pump, which was identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level, with no significant events causing it to exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue repeats.